Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('done fluroscopy before and after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), intervertebral disc degeneration ("degenerative disc disease"), sciatica ("sciatica"), intervertebral disc protrusion ("excruited disk"), palpitations ("heart palpitation"), stress ("stress") and alopecia ("hairl loss"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fatigue, intervertebral disc degeneration, sciatica, intervertebral disc protrusion, palpitations and alopecia outcome was unknown and the stress had resolved. The reporter considered alopecia, fatigue, intervertebral disc degeneration, intervertebral disc protrusion, medical device removal, palpitations, sciatica and stress to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal, chronic fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('done fluroscopy before and after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), intervertebral disc degeneration ("degenerative disc disease"), sciatica ("sciatica"), intervertebral disc protrusion ("excruited disk"), palpitations ("heart palpitation") and stress ("stress"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fatigue, intervertebral disc degeneration, sciatica, intervertebral disc protrusion and palpitations outcome was unknown and the stress had resolved. The reporter considered fatigue, intervertebral disc degeneration, intervertebral disc protrusion, medical device removal, palpitations, sciatica and stress to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal, chronic fatigue. Quality-safety evaluation of ptc: unable to comfirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added. On 23-mar-2020: event "degenerative disc disease , sciatica and excruited disc was added. On 23-mar-2020: fu 2 and fu 3 proceed togethr. On 23-mar-2020: social media received. New events added: stress, heart palpitation reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('done fluoroscopy before and after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), intervertebral disc degeneration ("degenerative disc disease"), sciatica ("sciatica"), intervertebral disc protrusion ("excruited disk"), palpitations ("heart palpitation"), stress ("stress") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fatigue, intervertebral disc degeneration, sciatica, intervertebral disc protrusion, palpitations and alopecia outcome was unknown and the stress had resolved. The reporter considered alopecia, fatigue, intervertebral disc degeneration, intervertebral disc protrusion, medical device removal, palpitations, sciatica and stress to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal, chronic fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: new event hair loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('done fluroscopy before and after removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.